Event description:
The treating doctor reported that the patient had symptoms of severe pain in tooth 2.4 that after evaluation, ended in an extraction.

Manufacturer narrative:
The current Instructions for Use contains the following: "[PRECAUTIONS - A tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.'The Treating Doctor shared that the potential root cause could have been multifactorial, including the presence of a large pre-existing restoration, initial spaces that were planned to be closed orthodontically, and other contributing factors rather than the aligners alone.Align's Clinical Review noted that tooth 2.5 was already missing prior to treatment initiation. Review of the panoramic radiograph demonstrated that tooth 2.4 exhibited significant periodontal compromise with bone loss extending to the middle third of the root and the presence of an ill-fitting restoration. The treatment plan consisted of 18 aligners and included programmed movements of 1.2 mm mesial translation and 8.3 degrees of mesial crown angulation for tooth 2.4. The patient discontinued treatment after completing six aligners, and the majority of the planned orthodontic movement was not performed. A CBCT scan would be required to determine whether a pre-existing crack or fissure was present before treatment initiation. There is no conclusive evidence provided that supports or opposes whether the Invisalign System caused or contributed to the reported Permanent Damage.Based on the available information, the patient had Permanent Damage, and the Invisalign System was being used. Therefore, an MDR will be filed in the United States per 21 CFR 803.The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (B3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence.